Event description:
Information was received indicating that a smiths medical cadd-ms 3 pump lost programming. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. Performed testing, the device found no issue with lost programming. Therefore, no fault found with the issue. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.